Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that an animal underwent a surgical procedure on (B)(6) 2015 and suture was used. Three to four days after surgery, the suture failed.

Event description:
It was reported that an animal underwent a surgical procedure and suture was used. Three to four days after surgery, the suture failed.